Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. A5) patient ethnicity - not available from facility. A6) patient race - not available from facility. B6) relevant tests/laboratory data - not available from facility. H3) the tightrail was discarded, thus no returned product investigation was performed. H6) perforation of vessels and death are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead, a right atrial (ra) lead, and a left ventricular (lv) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each of the leads to provide traction. Using a spectranetics tightrail sub-c rotating dilator sheath, spectranetics glidelight laser sheath, and 13f tightrail (long), the rv and ra leads were removed successfully. Then, the 13f tightrail (long) was used on the lv lead and advancement was made down to the coronary sinus (cs) ostium, where traction was applied, and the lv lead was extracted. However, an effusion was noted, and rescue efforts began, including pericardiocentesis and sternotomy. A cs perforation was discovered, but unable to be repaired, and the patient did not survive. This report captures the 13f tightrail in use in the area when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.